Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed while a patient was being treated for an infection in the pump pocket. The physician noted that the patient was likely twiddling the pump and decided it was in his best interest to have the pump explanted. The pump will be explanted and returned for investigation.